Event description:
It was reported that the wake button was difficult to press and delayed in responding to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding any corrective actions or outcomes.